Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: a review of the pump black box showed that the basal history was empty on (B)(6)2017 due to a cs 244 clearing basal alert and showed the user manually cleared the basal program. During investigation, the pump was exercised for 24 hours with a 1.0u/hr basal rate. No clearing of the basal program was observed during testing or after confirming the verify screen. No hypersensitive or stuck keys were observed on the keypad. The complaint of the history settings issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ¿basal program was empty after the verifying the screen.¿ there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.